Event description:
The following literature publication was reviewed: chang jm, jordan wd jr. Accurate placement of thoracic aortic endografts. Ann vasc surg. 2020;69:110.e19-110.e21. Doi:10.1016/j.avsg.2020.09.030. The objective of this publication was to describe management of thoracic endograft malposition during thoracic endovascular repair using gore® tag® conformable thoracic endoprosthesis and gore® tag® conformable thoracic stent graft with active control system, with adjunctive fixation using the non-gore aptus endoanchor system. Two patients underwent thoracic endovascular aortic repair for thoracic aortic pathology, using standard endovascular techniques with intraoperative imaging guidance including angiography and intravascular ultrasound. Case 1: in the first patient, a 53-year-old female with distal aortic arch aneurysmal degeneration following prior thoracic coarctation repair, deployment of a gore® tag® conformable thoracic endoprosthesis (ctag) was complicated by intraoperative graft folding and distal migration into the abdominal aorta with partial visceral segment coverage. Endoanchors were used to reposition the graft above the celiac artery, followed by proximal deployment of a second device. Subsequent 1 cm distal migration resulted in a type ia endoleak, necessitating proximal deployment of a third ctag device, with completion angiography demonstrating preserved visceral perfusion. Two-year follow-up imaging demonstrated aortic sac regression to 2.9 cm with no further migration. Code 1800-e: implantable device events post deployment - other/unknown used to capture reported post-deployment graft folding as available information is insufficient to determine full expansion, kinking, or anatomical restriction. Code 2200-e: vessel coverage - other/unknown used to capture partial visceral segment coverage within the abdominal aorta. Code 5309-c: endovascular inter 1ry procedure: other/unknown used to capture the use of endoanchors.

Manufacturer narrative:
H6: code b20 - the device was not available for direct analysis by gore. H6: code b22- type of investigation (insufficient information available). The information received did not include the following: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. H6: code c20- a review of the manufacturing records for the device could not be conducted because the lot/serial number remains unknown. H6: code c20- engineering evaluation summary: device evaluation was not possible due to lack of returned devices, images, or device identification; reported events could not be confirmed, no root cause or manufacturing deficiency was identified. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.